Event description:
Customer in (B)(6) identified discordant samples between ac2 and other CT assays and requested sequencing results for 10 neat urine specimens that were sent to hologic. On (B)(6) 2019, sequencing of the specimens was completed by hologic. Sequences were obtained from 7 of the 10 specimens. The presence of a CT variant was identified in 6 of those specimens.